Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 400 mg/dl and 600 mg/dl after treating. Caller does not allege that insulin pump was under delivering. Troubleshooting was performed and insulin pump will not be returning for failure analysis.